Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Product development evaluation- the helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The shaft connection is still welded into the knob but the weld has a hairline crack around approximately half the circumference. The fracture surface where the shaft broke is homogenous which indicates material uniformity. There are numerous deep dents on the top and edges of the knob and the hex points in the drive recess are slightly deformed. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw. Design evaluation - the helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique, could result in loading conditions that may lead to breakage. The returned device was manufactured in march 2009 and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. Conclusion - the design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design.

Event description:
It was reported that while malleting, the back end of the helical blade coupling screw came off during an intertrochanteric fracture procedure. The surgeon continued to mallet and was able to lock the helical blade in to complete procedure successfully. The surgeon used another coupling screw for compression.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).